Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the patient experienced a strong headache which felt like an electrical discharge. Since this time the patient's performance has decreased. After surgery, a doctor thought that the patient had an abcess and pressed on the implant zone, moving the implant from its bed. Further testing is due to take place.